Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient was ¿doing well¿ following having their ins replaced. It was noted ¿there was not a replacement of the device, but the ins was replaced within the pocket.¿ the issue was ¿not yet resolved¿ as the patient was still recuperating from their skin erosion and pain at the time of follow-up. It was noted that a fluid sample had been taken from the patient¿s device pocket and that the outcome ¿suggested an allergic reaction.¿

Event description:
It was reported the patient experienced erosion at their implantable neurostimulator (ins) pocket site. It was further reported the skin was ¿colored, very thin, and painful.¿ the patient¿s ins was completely explanted and replaced as a result of the event. It was noted the patient was alive with injury at the time of report. A supplemental report will be filed if additional information is received.